Event description:
Healthcare professional reported capsular contracture - baker grade iii. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d1, d2, d4, h6.

Manufacturer narrative:
The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the events. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture - baker grade iii. Device has been explanted and replaced. This relates to the right side.